Event description:
The reporter contacted animas on (B)(4) 2012 alleging that the patient was hospitalized on (B)(6) 2012. The reporter indicated that they noticed that there was a leak at the connection between the cartridge and infusion set. The patient was using the same cartridge and tubing while in the hospital but the patient's blood glucose level would increase when restarting the pump due to the leak. The patient reportedly changed the cartridge and tubing on (B)(6) 2012 and had not changed the cartridge or tubing since. This report is being made based on the allegation that the patient experienced elevated blood glucose levels related to leaking at the luer connection.

Manufacturer narrative:
(B)(4). The cartridge was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection, a fill test, and a force test of the cartridge were performed and no damage or defects were noted. The cartridge was found to cycle correctly during testing. There were no difficulties in filling the cartridge, and the blue plunger extractor did not pull off from the plunger while cycling. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 - (B)(4) 2012 - device evaluation: a retained insulin cartridge from lot # b201682 was tested on (B)(4) 2012, by the product analysis lab. The findings were as follows: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles formed inside the cartridge. The cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed with no failures being observed. No leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A force test was performed with no failures at the conclusion of testing. No defects were found with this retained product.